Event description:
Medic transported a pt from hosp to hosp for a CT. Pt was placed on a vent for transport, vent was turned on & it alarmed system failure. The medic turned the vent off & attempted to turn it on again & had the same problem. Pt was then bagged & had no compromise for the rest of the trip.